Event description:
A meter to lab meter comparison test was made with the reporter's meter reading 114 mg/dl and the lab meter (same type) 160 mg/dl. Tests were done within 10 minutes. There were no symptoms. A control solution test was within range 131 (100-150). Unable to reach reporter for a follow-up session.